Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml lioresal at around 300 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that a catheter revision occurred due to an occlusion at the catheter tip and a possible intrathecal mass at the catheter tip was suspected. It was noted the patient had severe scoliosis and the catheter "grew through the bone" due to the "natural course of healing". They drilled through the bone to place the catheter in the intrathecal space initially and the patient had a previous surgery with a rod placed in their spine. The patient was stable in the "300's" for a daily dose, but they titrated the patient down to 96.2 mcg/day in anticipation of the revision. The plan was to tie off the original catheter due to the patient's physiological anomalies and implant a new catheter. The event date was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.